Manufacturer narrative:
E1. Zip code extension: (B)(6). Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device is inoperable as error e224 displayed due to a faulty cable. A device history review of the current product was conducted, and no problems were found. A definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head was not working correctly. There were no reports of patient harm.